Event description:
The customer reported that the monitor was not providing audible alarms. No patient harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that the monitor was not providing audible alarms. No patient harm was reported. The philips response center engineer (rce) helped the customer through the audio test and the device passed all testing. The rce also explained different operating modes and different alarms. The customer was satisfied. All information indicates that there was no malfunction. The device labeling (instructions for use/IFU) adequately describes available alarm functions. No further investigation or action is warranted.